Event description:
12 yr old status post tympanomastoidectomy & torp reconstruction. Approx 9 months after torp reconstruction, the prosthesis was noted to be extruding partially through the drum. During follow up surgery on 12/22/97, the prosthesis was found to be broken in two pieces. This prosthesis was removed and replaced with another prosthesis.